Event description:
The reporter stated that "the product was applied to fluid bag on an iabp (intraortic balloon pump) in the cath lab. Patient was taken back to ccu. Several hours later they noted the bag had deflated. The balloon pump clotted and the patient had to be taken to have a new iabp installed. No long term patient sequela." The bag was discarded.